Event description:
It was reported that a button on the customer's insulin pump was not consistently working. No events leading to the keypad issue were recalled. The customer's blood glucose was 6.4 mmol/l. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
All buttons were functioning properly, however moisture damage was noted on keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).